Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass the centrifugal pump (cp) could not be de-aired. The perfusion circuit was primed approx 8 am for a 9 am case. The surgery was delayed until 1 pm. The pump was recirculated through the a-v loop. At approx 1 pm the surgeon was taking down the ima and there was no air in the pump. Medications were administered in the circuit around this time. Approx 20 mins later the pump lines were handed up to the table and there was no air in the circuit. The cardioplegia lines were primed. Air was noted in the cp, the cp was removed from the motor drive and the air was removed. When the cp was placed back on the motor drive, air was noted again. The cp was de-aired again, and flow was initiated. The pump would not flow (back pressure was approx 262 mmhg). The lines were checked for clamps, kinked tubing, etc. And no occlusions were noted. The entire circuit was changed out. No impact to pt at this occurred pre bypass.